Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet series a thin patella, cat#: 184788, lot#: 276050, e1 vanguard tibial bearing, cat#: ep-183442, lot#: 512450, vanguard cr femoral lt 70, # 183032, lot # 855760. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 08016, 0001825034 - 2017 - 08017, 0001825034 - 2017 - 08018. Product location is unknown.

Event description:
It is reported that after a knee arthroplasty procedure, the patient's tibial side implants were revised for an unknown reason.